Event description:
Ivc filter can be inserted into the delivery catheter two ways - one direction for femoral approach and one direction for jugular approach. The approach was jugular and the interventionist inadvertently reversed the direction of the filter when handed to him and inserted the ivc filter for the femoral and not jugular approach - thus causing the ivc filter to be deployed 'upside down' - the filter was removed and a second filter inserted with deployment in the intended direction. The patient tolerated well with no adverse outcome. FDA safety report ID# (B)(4).